Event description:
Patient presented to the operating room with massive pancreatitis and needed at decompressive laparotomy on the night of (B)(6) 2012. Dr. (B)(6) stated that they used a soft port dressing, and connected it to the renasys ez plus with 800 cc canister. She stated that it could not pull the amount of fluid that the patient was draining and a few hours after surgery the dressing was completely saturated. The patient then developed abdominal compartment syndrome and the surgeons took the patient back to the operating room on monday night ((B)(6) 2012); when they took the patient back to the operating room monday night and removed the dressing with the soft port attached they stated they sucked at least 1 liter of fluid out of the abdomen that had not been removed by the renasys system.

Manufacturer narrative:
Active investigation in progress; results of investigation to be provided in supplement report. In accordance with the provisions of 21cfr803.50, we are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a serious and unexpected adverse event which occurred while using renasys f medium w/ soft port, and renasys ez plus negative pressure wound therapy system.

Manufacturer narrative:
No pictures, no samples and no lot number information were provided for evaluation. A DHR review investigation could not be initiated with the limited product information provided. Since the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described, therefore, the complaint is deemed unconfirmed. Additionally, an independent review by our medical advisor was also performed which indicated the following: with regard to the development of intraabdominal compartmental pressure; if the patient was treated with an open abdomen system, then the build-up of abdominal compartmental hypertension would not be possible because the fascia would not have been closed. If, on the other hand, the patient had a negative pressure system placed only in the vicinity of the pancreas and then closed the fascia, it is easier to see that the ongoing inflammatory process with its associated edema could result in compartmental hypertension requiring reoperation. This would not be a consequence of the negative pressure system, but would be related to the disease process. Further, if any volume of fluid in the abdominal cavity is not in contact with the area where the negative pressure system is located anatomically, then it could be that different area of undrained fluid could saturate the dressings or leak. That would not prompt an alarm and is not an indication of any product malfunction. It would be an indicator of an additional area that was not included in the treated area.